Manufacturer narrative:
Mw5183188.

Event description:
It was reported that this right atrial (ra) lead exhibited farfield oversensing. No adverse patient effects were reported. This ra lead remains in service.